Manufacturer narrative:
Additional info was provided to customer on possible causes of thermal injuries. A co service rep checked the system and found all parameters to meet specifications. Phaco handpiece has not been rec'd for evaluation or root cause analysis to date.

Event description:
Facility initially requested a service call to check two machines, due to a possible MDR. No additional info would be provided. Subsequently rec'd a form FDA 3500a number 2200310000-2006-8034. During the removal of a cataract, the phaco machine stopped aspirating. The tip (disposable) appeared clogged. Handpiece and tip were flushed and then replaced. The equipment still did not aspirate correctly. The machine was swapped for another phaco machine which worked correctly. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Possible small blister to cornea. Disposable devices attached to the machine were not saved.